Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer is unable to perform follow-up call to customer as no contact information for the customer had been provided.

Event description:
Consumer reported complaint for error message (e-3). Customer also stated that the day prior to the call they had obtained a blood glucose test result of 381 mg/dl and had gone to the ER (fasting/non-fasting status for the result was not provided). The diagnosis had been high blood glucose and customer had been treated with insulin and an IV. There were recommended changes to customer's medical treatment plan: metformin and insulin. At the time of the call the customer feels well and did not report any symptoms. During the call, a blood test was performed by the customer fasting and produced test result of 436 mg/dl using true metrix air meter. Customer was not concerned with the result and stated they would take their medication. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/28/2026 and test strips were opened 2 days prior to the call. The meter memory was not reviewed for previous test result history.